Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle, along with 3 millimeters of suture, detached from the mesh leg assembly during a pass through the sacrospinous ligament. The suture piece with the needle at the end was then retrieved from inside the pt using "pick ups." The procedure was completed with another pinnacle anterior/apical pfr kit without any further complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle, along with 3 millimeters of suture, detached from the mesh leg assembly during a pass through the sacrospinous ligament. The suture piece with the needle at the end was then retrieved from inside the patient using "pick ups." The procedure was completed with another pinnacle anterior/apical pfr kit without any further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Device evaluation:visual analysis of the returned pinnacle mesh showed that the needle and suture had broken off of the blue and white dilator. The complaint was confirmed. The capio device was not returned.the probable root cause for this event was determined to be design.